Manufacturer narrative:
(B)(4). As of september 1, 2015 the unit has not been received for repair service.

Event description:
This complaint originated from a foreign distributor in (B)(6). The distributor reported a unit that was alarming and displaying an e10 error. Repair service was requested for the unit. Event occurred during testing, no patient involvement.